Manufacturer narrative:
The cause for the initially elevated and reproducible advia centaur xp tni-ultra result when compared to the alternate troponin negative test results is unknown. The customer performed dilution testing on the patient sample and the troponin test results were lower, indicating possible heterophilic antibodies or a non-specific interfering substance. Siemens has inquired if the patient sample is available for further investigation. Sample dilution results: date: dilution factor: results: (B)(6) 2015, 1:3, 112 ng/l (0.112 ng/ml), 111 ng/l (0.111 ng/ml), (B)(6) 2015, 1:4, 88 ng/l (0.088 ng/ml), 68 ng/l (0.068 ng/ml); the instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00070 on 04/02/2015 for falsely elevated troponin advia centaur xp tni-ultra results obtained on a patient sample. On 04/15/2015 additional information: the customer has informed siemens that the patient sample is not available for further investigation and testing. Additional troponin results on the same patient: (B)(6). Correction: the 1:3 sample dilution result of 112 ng/l (0.112 ng/ml) reported in the initial MDR 1219913-2015-00070 was incorrect. The correct result was 120 ng/l (0.120 ng/ml). The instrument is performing within specifications. No further investigation is required.

Event description:
Falsely elevated troponin advia centaur xp tni-ultra results were obtained by the customer on a patient sample that did not match the results of alternate troponin test methods, or the negative results of other myocardial biomarkers. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp tni-ultra results.